Event description:
A 6f angio-seal vip was selected for use and deployed normally. Post-deployment, the patient was found to have stenosis at the deployment site requiring surgery. Additional information was unavailable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.